Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that vela ventilator touch screen is freezing up and not allowing settings to be entered. There was no patient involvement associated with reported.

Manufacturer narrative:
I was able to duplicate the reported "the touch screen is freezing up and they are not able to enter any settings and is not responding at all" problem. This is a known issue addressed through eco 82509.